Event description:
The customer reported an uncontained fluid leak from an unknown source of a unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer evaluated the instrument and found the leak was waste fluid from the cartridge chemistry sample mixer paddle wash station. The gravity drain tubing was clogged with black mold. The field service engineer flushed the gravity drain tubing with bleach to resolve the issue and verified instrument operation. (B)(4).

Manufacturer narrative:
Additional investigation showed no evidence of a malfunction. There was no indication that beckman coulter system components were the cause of the fungus growth leading to obstructed tubing. The cause of the fungus clogged tubing is unknown but isolated to this particular instrument and laboratory.